Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After the guidewire crossed the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.